Event description:
A blood glucose test was performed on a pt. The device result was 574mg/dl at 16:54 and the lab result was 125mg/dl @ 17:12. Controls were in rnage. No treatment was received. A request was made for the return of the suspect device and replacment product was sent.